Manufacturer narrative:
Method: device not returned. The device will not be returned because it was discarded at the hospital. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device was explanted due to endocarditis after an implant duration of 3.4 months and is not available for return and evaluation. The source and type of infection were not disclosed. However, the customer indicated that this device did not cause or contribute to this event. Without additional information or return of the device for evaluation, we are unable to conclusively determine root cause for explant of this device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 29 mm valve was explanted after an implant duration of 3.40 months. Through follow up with the hospital, the cause of explant was due to infective endocarditis (ie). The 29mm mitral valve was reportedly implanted on (B)(6) 2012. On (B)(6) 2012, the valve was explanted and replaced with a 27mm mitral valve of the same model. The health care provider was asked and has affirmed that the device did not cause or contribute to the event. The device will not be returned for evaluation because it was discarded at the hospital. The source and type of infection were not disclosed.